Event description:
Additional information: per return analysis, the proglide device was returned with a foot separation and the guide broken but still held together by the actuator wire. Additional information was provided by the account. Only one proglide was used in this procedure. Reportedly, a cuff miss occurred. When attempting to remove the device, difficulty was experienced and the device became stuck and the guide broke, but the device was able to be removed without intervention. After this issue occurred, the surgeon decided to perform the endovascular procedure with open surgery. It was believed that the issue with the device was due to the access site being calcified and fibrosis, which had not previously been visualized. During the surgical procedure, the surgeon confirmed no foreign objects were left in the anatomy. Hemostasis was achieved via surgical suturing. No additional information was provided.

Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported guide separation and needle to cuff miss were confirmed. The reported difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. B6: no calcification was corrected to calcification present at the access site. H6: health effect - impact code 4641 was removed.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the left common femoral artery was attempted with a proglide device via a 6f sheath using the pre-close technique prior to an abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, there was no suture present when the plunger was removed. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to 21f and the aaa procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.